Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2014 and then approximately 7 years, 8 months later experienced a surgical revision procedure on (B)(6) 2022. The revision is reported to be for: joint pain, joint swelling and stiffness, tissue damage, revision surgery, loosening, instability, polyethylene wear, osteolysis, synovitis, and revision with bone graft. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. H6. Investigation results - there is no specific optetrak logic device information provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The following sections were updated: a2 a3 g1 h6. The following sections were corrected: b1 b2 d1 d2b d4: catalog number, serial number, UDI and expiration date g4:510k h4 h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.